Manufacturer narrative:
On 4/1/2019, mentor became aware that the patient underwent unilateral removal and replacement with the following device: 325cc mentor siltex round moderate profile saline catalog: 3542650 lot: 7257919 sn: (B)(4). On 4/15/2019, the mentor failure analysis lab has received the device for evaluation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device investigation summary: upon receipt by mentor, the device contained no fluid. No foreign material was observed within the device or on the shell surface. During initial evaluation a parallel lines of shell wear were observed on the posterior aspect, suggesting in-vivo folding or creasing of the device. Leak testing was performed according with mentor procedures and it revealed a rupture on the posterior aspect, measuring approximately 0.2 cm.microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were observed. Deflation complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year old caucasian female patient who underwent breast augmentation revision with a 325cc mentor siltex round moderate profile saline breast prosthesis, experienced left side deflation post-operatively. Deflation confirmed via physical examination by patient's doctor. As a result, the patient will undergo removal on (B)(6) 2019.